Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resetting the pump on their own, which successfully eliminated the error, allowing them to begin their sensor session without further issues.